Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01696 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that three infusion set tubing was leaking at site connector and infusion set is long for 2 days. The blood glucose level was 330 mg/dl. No further information available.